Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A health care provider reported via phone call indicating that a customer was hospitalized on (B)(6) 2015 with a blood glucose level of 505 mg/dl. The caller did not mention any symptoms of their blood glucose levels or treatment. The caller stated that the customer's insulin pump was malfunctioning. The line was disconnected and no further information was provided.